Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/20/2014 with the following: a review of the alarm history showed that multiple eaw 177 low battery warnings were recorded. The black box history showed no evidence of short battery life. The returned battery cap was able to be fully secured to the pump. The battery compartment was intact; no damage was observed. During testing, the pump powered on to the ¿verify¿ screen in accordance with normal operation. The pump¿s electrical current draws were found to be within the required specifications. The pump case was removed and no evidence of moisture or loose components was observed inside the pump. The battery life issue was observed in the alarm history but was not able to be duplicated during investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.